Event description:
Customer reported that the display of the insulin pump was blank. Customer stated that the display did return eventually. Customer also stated that the display of the insulin pump was scratched. Blood glucose level was 132 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had currents within specification. No blank display was noted. The display board was okay. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.